Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave 2.0 nav pulse field ablation catheter was selected for use. During preparation when flushing the catheter, the side port was broken, and water was going out during flushing. A new device was used to complete the procedure. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave 2.0 nav pulse field ablation catheter was selected for use. During preparation when flushing the catheter, the side port was broken, and water was going out during flushing. A new device was used to complete the procedure. No patient complications occurred. The device is expected to be returned. It was further reported that the device has been returned and awaiting analysis. The irrigation method was flushing with a syringe. The leak was a constant flow and really obvious.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.